Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited noise and oversensing. It was noted that the patient had fallen recently, so potentially the noise could be a sign of crush or insulation problems. The lead remains implanted.

Manufacturer narrative:
We were notified that this lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.